Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. The guidewire insertion test failed. (B)(4).

Event description:
It was reported that the physician was not able to advance the guidewire into the implantable pacing lead. The lead was withdrawn and a different lead was successfully implanted. No patient complications have been reported as a result of this event.